Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured fusiform right supraclinoid carotid aneurysm with a pipeline embolization device, the physician reported that the proximal end of the device did not open. During the pipeline deployment, the physician noticed that the proximal third end of the pipeline did not open around cuve. The physician decided to remove the device. The pipeline was removed by trapping the stent between the capture coil and the distal tip of the microcatheter, then the pushwire, stent, and microcatheter were removed as one unit. Subsequently the patient with another pipeline device. The angiography result showed slow flow in the aneurysm. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.